Event description:
A caller reported that their pump became hot to touch while it was charging, but no temperature alarms were recorded in the pump history. There was no adverse impact on the customer¿s blood glucose level. The customer will continue to use their current pump, and a replacement pump along with tandem charging supplies was sent by technical support. Additionally, instructions were provided for putting the pump into storage mode and returning the problematic pump within 10 days, which the caller acknowledged and understood.